Event description:
Customer reported blood glucose results of 30 mg/dl, 388 mg/dl, and 32 mg/dl within 10 minutes on the advantage system. He reported to symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.